Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition. The keyboard and labels were functional and intact. Although evidence of the customer's reported problem regarding double beep no cassette was not identified in the pump event history log, the complaint was supported by simulation testing. The moment the device was powered up the device started double beeping, indicating a fault with the downstream occlusion sensor. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the downstream sensor was replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "double beep no cassette". No patient involvement was reported.